Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ sensation increase/decrease: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side ¿rupture.¿ patient additionally reported "the lower part of left side breast was touched, tingling,¿ ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast,¿ and ¿breast pain.¿ the event of ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast¿ is not device related. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, sensation increase/decrease, pain, lump/nodule-ndr.

Event description:
Patient reported left side ¿rupture.¿ patient additionally reported "the lower part of left side breast was touched, tingling, ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast,¿ and ¿breast pain.¿ the event of ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast¿ is not device related. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on anterior side assessed as fold flaw opening. ¿ pain: unable to observe since it is not related to the device. ¿ sensation increase/decrease: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side ¿rupture.¿ patient additionally reported "the lower part of left side breast was touched, tingling,¿ ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast,¿ and ¿breast pain.¿ the event of ¿15mm high-spiritual lesion observed at 9 o¿clock direction of left side breast¿ is not device related. Device has been explanted.